Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h3, h6 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: camera head communication error code (error e224) was shown on monitor, bad connector. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: camera head communication error code (error e224) was shown on monitor was due to bad connector. The most probable cause of the complaint was cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had error message on the tower stating the camera had an issue. The issue was found during set up. There were no reports of patient involvement.